Event description:
It was reported that a minimum fill notification occurred. The customer went to the emergency room (ER) and was subsequently admitted into the intensive care unit (ICU) with a blood glucose (bg) of 500 mg/dl. Customer had ketones that were identified as dangerous by healthcare provider. Customer was treated with intravenous fluids of insulin and saline. Customer was released on (B)(6) 2026 with the issue resolved and no permanent damage. Customer reverted to an alternative method of insulin therapy. The minimum fill notifications continued, and customer was unable to successfully load a new cartridge on the pump. Customer reverted to an alternative method of insulin therapy.